Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was found to have a high bacterial count. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Reportedly the customer does not apply the recommendations provided in device instruction for use and follows its own protocol. Deviation from maintenance and cleaning instructions is the most likely root cause of the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.